Event description:
The clips would not load properly. This was noticed twice in the same procedure. A different clip applier with a different lot number was obtained and worked correctly. It was also noted that the same device with the troubling lot number was used in another procedure that same day and performed fine.